Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling, impedance testing, and defibrillation cycling without duplicating the report. An internal inspection found no discrepancies. The high voltage capacitor was replaced as a precaution. The device was returned to zoll inventory and the customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.